Event description:
It was reported that guidewire entrapment and hematoma occurred, requiring intervention. The stenosed target lesions were located in the proximal left anterior descending artery (lad) and in the middle left circumflex artery (lcx). The opticross hd (ochd) imaging catheter was advanced for intravascular ultrasound (ivus) examination. Image acquisition was ongoing and during the process of placing the ochd catheter at the distal end of the lcx lesion, the image was suddenly abnormal, showing a multi-layer concentric arc shape. Ivus was immediately stopped and the ochd catheter was withdrawn. It was found that the catheter was bent and intertwined with the guidewire. The ochd imaging catheter was replaced and additional ivus examination was performed, it was found that the left main artery (lm) was damaged and had hematoma. A stent was then implanted from the proximal lad to the lm opening, and the lm was treated with 5.0x8 balloon angioplasty. Ivus examination confirmed that the lm portion was well supporting the blood vessel wall. The procedure was completed successfully, and no patient complications were reported.

Event description:
It was reported that guidewire entrapment and hematoma occurred, requiring intervention. The stenosed target lesions were located in the proximal left anterior descending artery (lad) and in the middle left circumflex artery (lcx). The opticross hd (ochd) imaging catheter was advanced for intravascular ultrasound (ivus) examination. Image acquisition was ongoing and during the process of placing the ochd catheter at the distal end of the lcx lesion, the image was suddenly abnormal, showing a multi-layer concentric arc shape. Ivus was immediately stopped and the ochd catheter was withdrawn. It was found that the catheter was bent and intertwined with the guidewire. The ochd imaging catheter was replaced and additional ivus examination was performed, it was found that the left main artery (lm) was damaged and had hematoma. A stent was then implanted from the proximal lad to the lm opening, and the lm was treated with 5.0x8 balloon angioplasty. Ivus examination confirmed that the lm portion was well supporting the blood vessel wall. The procedure was completed successfully, and no patient complications were reported. It was further reported that the 50% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The guidewire used was a non-boston scientific device.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging core coiled, and the imaging window twisted and detached. The imaging core could not be removed due to the condition of the device. Impedance testing showed an electrical open at the proximal end of the catheter 150-160 cm from the distal housing. Microscopic inspection showed no damage to the distal tip or the guidewire exit port assembly. Media provided by the site was inspected and showed the device entangled with a guidewire, confirming the reported issue.

Event description:
It was reported that guidewire entrapment and hematoma occurred, requiring intervention. The stenosed target lesions were located in the proximal left anterior descending artery (lad) and in the middle left circumflex artery (lcx). The opticross hd (ochd) imaging catheter was advanced for intravascular ultrasound (ivus) examination. Image acquisition was ongoing and during the process of placing the ochd catheter at the distal end of the lcx lesion, the image was suddenly abnormal, showing a multi-layer concentric arc shape. Ivus was immediately stopped and the ochd catheter was withdrawn. It was found that the catheter was bent and intertwined with the guidewire. The ochd imaging catheter was replaced and additional ivus examination was performed, it was found that the left main artery (lm) was damaged and had hematoma. A stent was then implanted from the proximal lad to the lm opening, and the lm was treated with 5.0x8 balloon angioplasty. Ivus examination confirmed that the lm portion was well supporting the blood vessel wall. The procedure was completed successfully, and no patient complications were reported. It was further reported that the 50% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The guidewire used was a non-boston scientific device.